Manufacturer narrative:
This product was made by our subcontractor which was informed about this issue. Checking the quality databases revealed one non-conformity in relation to the described defect and a corrective and preventive action are ongoing: nc (B)(4): "pb ballons (bulles + agglutinés)" opened in 16 january 2023 CAPA tw470775: "balloon bursting trending for folysil and silicone prostatic catheters. On 4th august we received documentary investigation from our subcontractor: the probably root cause of this issue was a problem with balloon¿s raw material. This defect has been detected during manufacturing and non-conformity was opened. A similar case study was performed based on the same item number, same defect over last four year, no other similar case was found. A rmf evaluation was performed based on criq 247. Risk identified n° 11500 (hazardous situation: catheter balloon cannot stay inflated or burst.) The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. A clinical assessment was also performed and conclude: the information reported by the complainant is limited regarding patient status, indication and circumstances of use (balloon pretesting, volume & nature of inflation liquid). To our knowledge / understanding of the reported event, 1 patient has been inserted a folysil lt catheter. About a week later, the balloon burst in situ without injury to the patient. The incident required re-intervention for change of catheter. The same incident occurred with the replacement catheter. We estimate the incident of balloon burst occurring twice and requiring re-intervention for change of catheter, without injury as mentioned by the complainant is severity 3. More generally, such incident of balloon burst requiring re-intervention for change of catheter represents clinical risks of urethral trauma or urinary tract infection and thus is estimated severity parameter 3.

Event description:
The information reported by the complainant is limited regarding patient status, indication and circumstances of use (balloon pretesting, volume & nature of inflation liquid). To our knowledge / understanding of the reported event, 1 patient has been inserted a folysil lt catheter. About a week later, the balloon burst in situ without injury to the patient. The incident required re-intervention for change of catheter. The same incident occurred with the replacement catheter.

Event description:
According to the available information, about one week after insertion, the balloon burst. There was no harm to the patient.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.